Event description:
Reporter alleged blood glucose read "lo" back to back with a result of 116 mg/dl when testing was performed within 2 minutes of each other. It was stated no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.